Event description:
It was reported that facilities sicu nursing staff have experienced on-going problems attaching and maintaining a secure connection between the inner and outer cannulas with use of multiple dct, disposable cannula low pressure cuffed tracheostomy tubes. The probelms were described in the reporters 04/19/1999 correspondence which stated that "the lip of the new dct is not deep enough to hold the dic tightly thereby allowing the weight of the ventilator circuit to pull the dic out." Specific information regarding the number of patients, involved devices, usage, lot numbers etc. Are unavailable. The reporter has stated that there were no patient injuries with the reported experiences.the involved devices are not available to be returned for testing and evaluation. The manufacturer conducted a site visit on 5/24/1999 for a more detailed clinical analysis and complaint investigation. The results are recorded on section h of this report.